Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 9.5 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the ring electrode was found fractured. These damages can be considered as the root cause of the observed noise. Based on the characteristics of the observed damages, it is assumed that the lead was subjected to elevated stresses such as an impairment of the leads motion due to constant interaction with modified tissue or the nearby leads. The provided x-ray images demonstrated a high septal implantation position of the rv lead. Furthermore an ra lead and an lv lead were visible. As no x-ray movies for an assessment of the leads motion in the implanted state were available, the assumption could not be clarified. Additionally dried blood residuals were noted inside the leads lumen which most likely resulted from the extraction procedure. Thus the mechanical analysis was not properly feasible. Apart from the broken contact in the conductor cable to the ring electrode, no further deviations were noted during the electrical analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 38 months oversensing was reported.